Manufacturer narrative:
(B)(4). The proglide device reported in this incident was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The cause of the reported event could not be determined. A review of the lot history record for the reported lot was not performed, because the lot number was not provided. In addition, a query of the complaint database was not performed, because the lot number is unknown. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was successful with two proglide devices in a common femoral artery prior to an abdominal aortic aneurysm (aaa) procedure. A third proglide device was being deployed at the 12 o'clock position when retracting the plunger a cuff miss occurred. When removing the third proglide device it appeared that the suture had wrapped/entangled with the two pre-placed proglide sutures. The sutures of the first and second pre-placed proglide were cut so to remove the third proglide device from the anatomy. Three additional proglide devices were successfully deployed using the preclose technique. The arteriotomy was a 6f and the sheath was upsized to an 8f and then to a 22f to complete the aaa procedure. Hemostasis was achieved using the second set of three proglide pre-placed sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.